Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired broken wires in the interconnect cable plug and replaced a defective power cord plug. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that there was a problem with the fluoro function on the cardiac system. There was no report of pt injury.